Event description:
It was reported that during a ptca procedure, an atherotome was partially lifted from the ultra2 cutting balloon. The lesion being treated was a very tight and stenosed lesion in the calcified ostium of the right coronary artery (rca), and was approx 3.50 mm in diameter. Three inflations of the ultra2 cutting balloon were completed, the first two to 6 atms and the third to between 12 and 14 atms. Upon removal of the balloon, the physician found one of the blades partially separated from the balloon and bent backwards. The procedure was completed with stenting of the vessel with another MFR's stent. The physician reportedly "considers this case as successfully completed with no pt complications." Pt status was reported as 'fine.'